Event description:
It was reported that during reprocessing, the wire was separated on the prograsp forceps instrument. Nothing reportedly fell into the patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was frayed at the wrist. The crimp was still attached and sitting in place. The other cables were not damaged. No other damaged was found.